Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was out of service. A technical support specialist (tss) remotely accessed the station and identified that it was displaying an unknown device with a blue screen. The tss logged off, signed in with administrative access, stopped services, and saved the database locally. The tss then accessed the server to review synchronization settings and confirmed there were no errors, after which a full synchronization was performed and monitored until completion. The tss verified that the station was functioning normally after synchronization and confirmed with the customer that login access was restored, after which permission was obtained to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine out of service. After the update, the machine was not active and was asking for a sync download. There were no adverse events or injuries reported based on this event.